Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump reservoir compartment was damaged. The blood glucose was not provided at the time of the incident. No further information was given. Insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip. Insulin pump received with broken battery tube threads.